Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 4/28/2022-8/11/2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye as the iol power was off by half diopter and the patient was post lasik, so the calculations were rechecked. Another johnson & johnson lens, same model dib00 19.0 diopter was implanted as a replacement. There were no vitrectomy, incision enlargement, or sutures required. There were no complications. The patient is doing good post-operatively. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 10/14/2022 section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut. The lens was cleaned and, no issues with the lens that could contribute to the complaint issues could be observed. The complaint issue ¿calculation issue¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.